Event description:
The facility rep reported a fail code 538. Information was no provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.